Manufacturer narrative:
(B)(6). Unit not received in manufacturing mode. Unit passed sleep current measurement, active current measurement and selftest. No unexpected low battery alerts or replace battery now alarms in the pump trace download. Pump trace download analysis confirmed the pump alarmed power error detected alarms. The power management tool confirmed power error alarms were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, cracked reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, faded serial number label, peeling end cap address label and corrosion in battery tube.

Event description:
The customer reported via phone call that the insulin pump experienced a pump error multiple times during normal use. Customer also reported getting a replace battery now alarm without a low battery alert. Blood glucose level at the time of the incident was 134 mg/dl. Customer declined to troubleshoot. The insulin pump was returned for analysis.